Event description:
Per the clinic, the patient experienced a healing issue around the incision site due to other external equipment rubbing at the implant site. The patient underwent a revision surgery on (B)(6) 2025 to repair the site however, the issue did not resolve and subsequently the patient was explanted. Reimplantation is planned but has not taken place at the time of this report.